Event description:
On (B)(6) 2012, the patient contacted animas alleging that the up arrow, down arrow, and ok keypad buttons had recently been sticking. The patient stated that she wears the pump underneath clothing in a pump skin. There was no reported patient impact as a result of the keypad issue. This complaint is being reported because the keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad was peeling along the top edge from the up arrow button down to the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. None of the keypad buttons were functional. All button contacts were corroded. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.